Manufacturer narrative:
Additional information.

Event description:
New information received notes the lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Correction: h6.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead was sensing noise. No intervention has taken place. The patient was in stable condition.